Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an overheating error message and loses functionality and can be recovered after a reboot attempt. There was no pt injury or death reported.